Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted, due to sui. It was reported that she experienced pelvic pain, urinary tract infections, vaginal bleedings, mesh erosion, vaginal shortening, and tightening. It was reported that she underwent complete explant surgery on (B)(6) 2017. No additional information was provided.